Event description:
According to the reporter, during a laparoscopic procedure, upon entry into the patient, the unit's cannula on all ports broke and fell apart. They replaced it with another product to complete the case. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the spiked trocar was received. The circular and envelope seals were intact. The flanges of the anchors were skewed and broken. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.